Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿liquid¿) on the tip of a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: 2 loose 1ml syringes in a customer provided bag were received and reported to be from lot #7177593 (p/n 309701). Samples were visually evaluated. Both syringes were found to have silicone pooling on the stopper in the fluid path. The amount of silicone observed was excessive and is a rejectable condition per product specification. Product defect confirmed based on sample evaluation. DHR review for batch #7177593 (p/n 309701): manufacturing dates for batch #7177593: 07/14/2017 ¿ 07/29/2017, batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177593 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required based on severity and occurrence level defined for this complaint.